Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure on an unknown date. During the procedure, after about thirty seconds of therapy, the pressure started to drop causing a low pressure error. The catheter was removed and a hole was noticed in balloon. At this point the case was aborted.

Manufacturer narrative:
Date sent to the FDA: 10-12-2007. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.